Manufacturer narrative:
Qn#(B)(4). Catalog # corrected to 116200370. Lot# corrected to 15et05r. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. One piece of the same product code was retrieved from production at the manufacturing facility to be used as a comparison. A visual exam was conducted on the transparent angular connector and the blue angular connector of both samples. No issues were observed with the transparent angular connector of the samples; however, a crack was observed on the blue angular connector of the returned complaint device. It was also found that the 15mm connector and the 22m swivel connector for both samples were within specification. Based on the investigation performed, the reported complaint could not be confirmed. There was no evidence that the 15mm connector would not fit into the 22m swivel connector. Due to the crack on the 22m swivel connector, there was full insertion of the 15mm connector. Other remarks: a 100% inspection is conducted during the assembly process at the manufacturing facility; therefore, a crack in the connector would be detected prior to release. The crack found is most likely due to rough handling or over insertion of the product during use.

Event description:
The customer alleges that the tube's end does not fit the connector. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tube's end does not fit the connector. The patient's condition is reported as fine.